Event description:
Customer reported that pump battery would not charge. There was no reported adverse impact to the customer¿s blood glucose level. Customer tried plugging the pump into a different wall outlet and using a different wall adapter, but the issue persisted until the charging cable was connected to a wall adapter, which resolved the issue. Technical support instructed the customer on correct charging procedures and sent a replacement tandem charging cable.